Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found, no air was fed due to clogging of the nozzle. Due to wear of the angle wire, bending angle was in the upward direction and there was play of the upward/downward angulation control knob. Adhesive on the bending section cover had a chip, crack and white-clouded area. Adhesives found around the objective lens and the light guide lens had a white-clouded area. Light guide lens, switch 1 and color ring had a crack. Plastic distal end cover had a burn. Free-engage knob and scope connector had a scratch. Additionally, the protector of the universal cord on the scope connector side had a scratch. The paint on the air/water cylinder and indication on the scope connector was peeled. The universal cord had a wrinkle and scratch. Scope cover and control unit was shaved. The color ring had a crack and the electrical connector had discoloration due to water leakage. The device was cleaned, disinfected, and sterilized before it was sent to olympus. The foreign material was reported to be a kimwipe. There was no delay in the start of precleaning and the air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a clean lint-free cloth, brush or sponge and the air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material found in the device led to the malfunction. Olympus could not conclusively specify the cause of the foreign material remained in the device. The event can be detected and prevented by following: the instruction manual operation manual¿ evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.